Event description:
During a follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.